Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2013 because the ipg had flipped in the pocket. It was further noted the pt experienced difficulty charging and locating the ipg due to her size. Follow-up identified the ipg was placed more superficial and aligned straight during the procedure. The issue has resolved.